Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg site was red and had fluid coming out. The physician determined the site was infected and sent the patient to the hospital for labs and IV antibiotics. She was sent home with oral antibiotics. Laboratory tests confirmed an infection. Additional information identified the infection has now resolved.